Event description:
As reported by our edwards lifesciences japanese affiliate, during a trans-subclavian (tsc) tavr procedure, significant resistance was felt near the insertion site when inserting the delivery system. After removal of commander delivery system and an esheath, contrast imaging revealed that dissection in the subclavian artery. The area near the insertion site was repaired and the patient was monitored for progress.

Manufacturer narrative:
Investigation is still ongoing. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels , ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the vascular dissection is unknown but may be related to the mechanisms above . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : no information on disposition of the device.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, have been updated. Additional codes have been added to h6 type of investigation. Codes were corrected in h.6 investigation findings and investigation conclusions based on investigation completion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for difficulty advancing through sheath was unable to be confirmed without the returned device or procedural imagery. Therefore, no manufacturing nonconformances were able to be identified. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'during a trans-subclavian (tsc) tavr procedure, significant resistance was felt near the insertion site when inserting the delivery system. After removal of commander delivery system and an esheath, contrast imaging revealed that dissection in the subclavian artery from insertion site. The area near the insertion site was repaired and the patient was monitored for progress'. As the resistance occurred at the insertion site, it is possible that improper vessel access contributed to a confined access site resulting in resistance. If a steep insertion angle used, it can also result in non-coaxial alignment between the delivery system and sheath also leading to resistance. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.